Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer was experiencing issues with "channels communicating." However it was later reported that "events occur" while scanning the pump and channel for medication where it alarmed for "internal connection issue" or "network connection issue". Whenever the alarms hit, the customer tried to grab another channel for scanning the medication in such a way to prevent the alarms. There was patient involvement but no harm.